Manufacturer narrative:
The recipient has been cleared to ease back into device use. The recipient continues to apply the prescribed salve topically. No hospitalization was required. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing skin flap breakdown due to magnet strength. The recipient was recommended to cease device use. The recipient was prescribed a salve to apply topically as well as reduce magnet strength.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. The recipient resumed device use. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.